Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post operation device check, the right ventricular lead was noted to be dislodged. The lead exhibited loss of capture and sensing problem. The lead was explanted and replaced. The patient was stable.